Event description:
It was reported patient presented to the ER after receiving appropriate therapy. The patient was observed to have several recorded episodes of vf and during one of the episodes the patient passed out and hit her head, resulting in a cut. Further review of the egms revealed intermittent undersensing due to varying r wave amplitudes. Programming changes were recommended. Patient will continue to be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.